Event description:
Healthcare professional reported "rupture detected in rearrangement." This is for an unknown side. The device has been explanted.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: -rupture: observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.